Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer, guided by technical support, removed the cartridge and completed a 9-unit bolus successfully, reloaded the original cartridge, and resumed insulin therapy without further issues.